Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the 4 way valve not shifting. Associated malfunctions for this device: pilot valve is alarming, power switch low audible alarm, sieve beds dusted, pe valve low o2.